Event description:
It was reported that during a laser lithotripsy procedure for kidney stones the fiber made a cracking sound suggesting a fiber break and it was no longer treating the stone. The procedure was completed using a new fiber. There were no patient complications.

Event description:
It was reported that during a laser lithotripsy procedure for kidney stones the fiber made a cracking sound suggesting a fiber break and it was no longer treating the stone. The procedure was completed using a new fiber. There were no patient complications.